Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual incident, a technical support specialist (tss) followed up with the customer multiple times to get further information regarding the station had a black screen issue for troubleshooting but didn't receive any. So tss proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a nurse attempted to access the device at approximately 1 a.m. On (B)(6) 2026, but the screen was completely black and unresponsive. The user attempted to power the machine off and back on, but the issue persisted, and the nurse ultimately had to break open several cubies to obtain medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.